Manufacturer narrative:
.

Event description:
It was reported that the customer was hospitalized on (B)(6) due to a high blood glucose level of 616 mg/dl. She was wearing her insulin pump at the time of hospitalization. The customer was treated with IV and manual injections. She noticed that the buttons on the insulin pump were hard to push. The buttons seemed to be sticking. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to flattened all the buttons dome switch. The insulin pump had a cracked case at display window corner and minor scratches on lcd window.